Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The rondo 2 was returned to service and repair due to welding seam being broken. Upon preliminary inspection at service it was confirmed the housing was opened and the rechargeable battery inside was leaking.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 2 audio processor a leaking battery was detected. The electrolyte corroded the silicon sleeve of the battery. The damage to the coil and the rechargeable battery inside is most likely caused due to strong mechanical stress. This is a final report.

Event description:
The rondo 2 was returned to service and repair due to welding seam being broken. Upon preliminary inspection at service it was confirmed the housing was opened and the rechargeable battery inside was leaking.